Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the suspected cause was due to either forgetting to deliver a bolus for food, or consuming more carbohydrates than the intended bolus. To address the bg level, a bolus was delivered. However, the contact instructed the customer deliver a food bolus on the pump, but the customer entered both the carbohydrates value and the bg value onto the pump and delivered a food and correction bolus. The contact was unaware of the situation until the entire bolus request had been delivered, and cause the customer's bg level to decrease to 69 mg/dl. To address the bg level, carbohydrates were consumed. Reportedly, the customer's bg was approximately 160 mg/dl on (B)(6) 2017, and the issue had been resolved.